Manufacturer narrative:
D6b - date of explant: this was incorrectly reported as (B)(6) 2021 in previous reporting. The correct date is (B)(6) 2021, as reflected in this report.

Manufacturer narrative:
Date of event and therapy date are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2021-16061. It was reported that the patient's leads had become twisted, coiled, and turned to the extent that the cable had become frayed, causing the patient to experience a shocking sensation. As a result, surgery occurred in which the extensions were explanted and replaced, which resolved the issue.